Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc could not review the manufacturing history record (DHR) because there was no DHR. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and past similar case, there was the possibility that this phenomenon was attributed to the external stress (impacts such as bumps and drops, interference with sharp objects such as endo therapy accessory, etc.) Was applied to the subject device. Omsc surmised that this phenomenon occurred by the following mechanism as well. The leakage test by the user was deviated from the instruction for use. Or accessories used for the leakage test had some abnormalities. Too much pressure was applied inside the subject device at the leakage test. As a result, internal pressure became too high and bending rubber exploded.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the bending section rubber was missing and the metal parts in the bending section were fully visible. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, it was found that the coating of the distal end of the subject device was peeled off. There was no report of patient injury associated with the event.